Event description:
Boston scientific received information that the device was explanted for normal battery depletion. The competitor right atrial (ra) lead was surgically abandoned due to high out of range pacing impedance measurements and noise. The cause of the out of range impedance measurements and noise is unknown. A new device and ra lead were successfully implanted. No adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.